Manufacturer narrative:
Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the colon to treat polyps during a colonoscopy with endoscopic mucosal resection procedure performed on (B)(6) 2024. During the procedure, the mantis clip was closed without issue, but once deployed, it would not disengage from the locking mechanism and was stuck on the lesion in the patient. This occurred at a colonic turn. Attempts were made to open and close the clip, however the handle broke apart and fell off. The physician was unable to pull the clip further in the scope or move the scope to the opposite side. The clip disengaged, but was still stuck to the tissue, causing a perforation. The procedure was completed the original device used. The patient underwent a surgery to treat the perforation. The patient was reported to have fully recovered.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the colon to treat polyps during a colonoscopy with endoscopic mucosal resection procedure performed on (B)(6) 2024. During the procedure, the mantis clip was closed without issue, but once deployed, it would not disengage from the locking mechanism and was stuck on the lesion in the patient. This occurred at a colonic turn. Attempts were made to open and close the clip, however the handle broke apart and fell off. The physician was unable to pull the clip further in the scope or move the scope to the opposite side. The clip disengaged, but was still stuck to the tissue, causing a perforation. The procedure was completed the original device used. The patient underwent a surgery to treat the perforation. The patient was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf device code a15 captures the reportable event of clip unable to deploy. Block h10: the returned mantis clip device was analyzed, and it was found that the clip assembly was stuck into the bushing and with the clip assembly bottom part deformed. Also, the handle returned disassembled and without one half of the spool, the control wire was kinked near the handle section and the catheter was unraveled and mechanically cut. No other problems with the device were noted. The reported event of clip unable to release was confirmed. Upon analysis, it was found evidence that match with a failure to release the clip from the catheter due to the clip assembly was highly stuck with the bushing. It is possible that this could have happened due to the amount of the tissue grasped which was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Then due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment problem. Regarding the damages found on the clip assembly, this is likely due to the entrapment against the bushing. In addition, the analyzed conditions of the handle being disassembled and without one half of the spool, also, the control wire being kinked near the handle section and the catheter being unraveled and mechanically cut. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.